Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the shock cushion having moved forward in the handle and is impeding the handle from closing and holding properly. The units 6-inch transitional member was replaced due to worn teeth. The shock cushion, ¼ inch pin, and adjustment wrench were also replaced from being worn. Root cause - complaint confirmed via inspection of the unit. The shock cushion was worn and had moved forward in the handle, impeding the handle from closing and holding properly. Unit required preventive maintenance and replacement of worn components due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield ultra base unit (a2101) is loose and not stable during procedures. No patient injury or surgical delay has been reported.